Event description:
Report provided by the end user states that they are experiencing redness with pimples all around the adhesive border area with clear liquid drainage and very itchy. The end user sought medical treatment and was given fluconazole, miconazole, and vancomycin. The pt's subsequent outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized 05/2011. The data presented is from three different product applications. The report states that there are no significant trends.